Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-jun-2018 with the following findings: during the investigation, the battery compartment and cap were undamaged and able to fit to the pump securely. The pump powers on with auditory and vibration to a blank screen. The reported ¿blank screen¿ complaint was duplicated. The pump¿s cover was removed, and the u22 eeprom chip was found to be cracked. Unity test code downloader tool application v 1.0.0 was used to upload the test code v 1.0.7 to the master/slave/peripheral processors. The upload was successful, and an eeprom failure was concluded. Unrelated to the original complaint the pump¿s base was cracked from between the keypad and the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.